Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners during visual inspection. No button response due to flattened dome switches on escape and act button. No blank display during testing noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown.